Event description:
It was reported 144 days following a coronary artery stenting treatment procedure that the patient returned with restenosis and experienced a myocardial infarction requiring reintervention. The index procedure treated the 75% stenosed severely calcified 3.0x20mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of a 2.5x24mm taxus express2 drug eluting stent deployed at 10 atm's and post dilation with an unknown 3.25x10mm balloon. Ivus was performed confirming the stent was placed properly resulting in 5% residual stenosis. The patient was discharged 11 days later. About 144 days post the index procedure the patient was admitted into the hospital with restenosis in the proximal lad and an anterior myocardial infraction (mi) was confirmed. The patients ck was "above standard value". The following medications were administered for the mi: heparin 6000u; panaldine 30mg; pletaal 300mg; crestor 2.5mg; epadels 600mg; gaster d 20mg; arofuto 20mg. Balloon angioplasty treatment for the 75% stenosed 3.25x6.5mm lesion located in the proximal lad was performed with an unknown balloon resulting in 0% residual stenosis. The following day the below medications were administered; actos 15mg; olmetec 20mg; landel 40mg; bayaspirin 100mg; gaster d 20mg; panaldine 200mg; pletaal 200mg; arofuto 40mg; crestor 2.5mg; epadels 600mg. Four days following the reintervention treatment it was noted that "there was no stenosis in the lesion and the patient's condition was recovered". Regular medication regimen is bayaspirin, pletaal, panaldine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".